Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized. Customer was unsure whether their hospitalization was diabetes related. The nurse stated the customer was no longer on insulin pump therapy as a result. No additional information provided.